Event description:
A caller reported experiencing cgm error 42 with their device. The issue did not adversely impact the customer's blood glucose level. Complete pump reset information was provided, and technical support guided the caller through the reset process, after which the error did not reappear. The caller successfully initiated their sensor session.